Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 38181114 and lot number 4150341. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
E. Street address exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard hole in catheter. The following information was provided by the initial reporter, translated from portuguese to english: we received an internal notification of a quality deviation for ¿neo security peripheral cateter 24ga 1/2¿ (abbocath)¿, lot 4150341: ¿peripheral catheter came punctured, was noticed when salinizing access after puncturing two year old child. Brand bd insyte-n. Lot: 4150341.¿